Event description:
It was reported that the patient became infected at the wound site. The patient fell and broke her hip and had to go into a nursing home for a few days. The hcp prescribed the patient a course of antibiotics. The patient was okay.

Manufacturer narrative:
(B)(4).